Event description:
A report was received that during a suction procedure the swivel portion of the closed suction system disconnected from the flex tubing causing condenstation in the circuit to spray the nurse in the eyes. Two nurses subsequently developed an infection in their eyes as a result. One incident, two nurses. No patient injury. The two nurses saw their private physician and missed work with the viral infection in their eyes. Both nurses are back to work. Ballard medical products has no first had knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.